Event description:
The international philips field service engineer (fse) reported a ventilator experienced an alarm that could not be cleared during a pre-use checking in the medical engineer (me) room, which was outside of clinical use, and testing was unrelated to set up for patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported issue via the 1105 error code. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Manufacturer narrative:
The international philips field service engineer (fse) confirmed that the cause was a disconnection in the electric circuit of the alarm led. Regarding the reported issue of "a message said there was no alarm that could be cleared.", this behavior itself is not abnormal as the alarm above that occurred falls under alarms that cannot be cleared. As a result, the philips international service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.